Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient presented with lumbar degenerative disc disease and disc protrusion with persistent low back pain. The patient underwent diskography l3-4-5-s1 levels. On (B)(6) 2007 patient underwent l5-s1 alif to treat ddd l5-s1, low back pain, and lumbar radiculopathy. Stalif cage and screws, and rhbmp-2/acs were used. Patient was discharged on (B)(6) 2007. On (B)(6) 2008 the patient underwent posterior lumbar decompression and fusion, plif l3-l5 to treat ddd, lumbar spondylosis, back pain and left lower extremity radiculopathy. Legacy, local bone graft, and rhbmp-2/acs were used. Patient was discharged on (B)(6) 2008. On (B)(6) 2012 patient presented for an office visit with complaints of headaches, neck pain, pain to the left shoulder, no numbness in the upper extremities, low back pain, and pain and numbness in both lower extremities. On (B)(6) 2012 patient presented for follow up with chronic neck pain. On (B)(6) 2012 patient presented with intermittent neck pain and back pain. On (B)(6) 2012 patient presented for follow up after MRI of the left shoulder. Scan was interpreted to indicate supraspinatus tendinopathy without rotator cuff tear. Patient had bilateral lumbar paravertebral trigger point injections. On (B)(6) 2013 patient presented for follow up with complaints of neck pain, low back pain, and left shoulder pain. ¿she is reporting only occasional neck discomfort with occasional paresthesias of the left upper extremity.¿ on (B)(6) 2013 patient presented with chronic neck pain and back pain. Per the physician¿s notes, ¿she has had cervical and lumbar spine surgery.¿ patient was diagnosed with post laminectomy syndrome of the cervical and lumbar spine, and lumbar radiculopathy. Imaging studies indicated ¿anterior and posterior cervical spinal fusion at c6-c7. No fracture or subluxation identified. Multilevel cervical degenerative disc disease above and below the fusion site¿ lumbar spinal fusion from the l3 through s1 levels with multilevel hemilaminectomies noted. Degenerative disc space narrowing is noted at l2-l3. No acute osseous abnormality involving the lumbar spine. Symmetric arthritic changes at the si joints.¿